Event description:
The patient experienced elevated blood glucose levels and reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board.